Event description:
Patient was implanted with a 4.0mm ti thorp recon plate with angle - right on an unknown date. At some point post implant, the plate was noted as broken. The patient was returned to the operating room on (B)(6) 2011 for removal of broken hardware and revision to a matrixmandible plate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.